Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was distorted due to over-rotation. Visual analysis noted damage at implant; the lead was received with the helix fully retracted, and the distortion is indicative of the connector pin being turned an excessive number of times during helix retraction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead had high impedance. It also took a high number of rotations to deploy the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.